Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken proximal conductor wire to be related to the customer reported complaint. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument was tested for electrical continuity and failed. No signs of thermal damage was observed at the proximal backend. Root cause is attributed to manufacturing. Additional observation not reported was thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. The root cause is typically attributed to mishandling / misuse. A review of the instrument log for the fenestrated bipolar forceps instrument (470205-17 / n13190902-0033) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1226 for 0:38:15. The alleged event occurred on the 7th use of the instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had a broken conductor wire with no evidence of mishandling or misuse. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the customer experienced unspecified issues using the fenestrated bipolar forceps. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.